Event description:
A surgeon reports residual inflammation 4 months following intraocular lens (iol) implant surgery. The association between this event and the iol is not known.

Event description:
Additional information provided by the surgeon indicates the he does not know if the intraocular lens (iol) is cintributing factor to the reported inflamation. The iol is well centered in the bag with no haptics in the sulcus. The inflamation was first identified about one month following surgery and treatment in ongoing. No cultures have been taken. Outcome and prognosis remain unknown.